Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by abdominal pain and was diagnosed as bacterial and fungal. The patient was hospitalized for the reported event and during the hospitalization, the patient stopped pd therapy, had their pd catheter removed and started hemodialysis. The treatment for the peritonitis included vancomycin (1gm, every 3 days, route not reported), gentamicin (dose, route and frequency not reported) and diflucan (dose, route and frequency not reported). The treatment with the vancomycin was later discontinued. The patient was later discharged from the hospital and was reported to have recovered from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.